Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/06/2017 that on (B)(6) 2016, that the patient experienced an adverse event. Patient reported experiencing a shock and burning sensation from the sensor wire coming from the transmitter. Patient states that upon removal, the sensor wire would be either discolored either white (heated) or black (charred) and curled. There was no medical intervention reported. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.